Manufacturer narrative:
Approximated to january 1, 2024 based on the date the manufacturer became aware of the event. Imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
Note: this report pertains to one of three resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that three resolution 360 clip devices were used for post polypectomy during a colonoscopy procedure performed on an unknown date. During the procedure, the clip would not release from the catheter appropriately. The physician attempted to open and close, squeeze the handle harder and reposition the scope, but was unsuccessful. The clip eventually deployed after manipulation. The same problem occurred with the second and third resolution 360 clips. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.